Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for g astrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the rep was getting the por (power-on reset) message on the clinician programmer, so they reset the por and then they got another por message. They then got the eos (end of service) message on the clinician programmer. It was reviewed that since the implant is giving eos after por the implant needs replacement, so the rep was redirected to follow up with the healthcare provider. There were no patient complications reported as a result of this event. Additional information was received from a manufacturer's representative (rep) indicating that the actions take to resolve the por and eos messages were that the patient got a complete replacement of the lead and battery. When asked for the cause of the por and eos messages, the rep indicated that the patient was running amplitude at 7.0 and they could only assume it caused the battery to deplete early. No further complications were reported.

Manufacturer narrative:
Codes have been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the tech assured that this seemed to be normal battery depletion due to the patient's program settings. This was the patient's 2nd battery replacement and the time frame seemed to fall into the same timeline as this replacement. No further patient complications are anticipated or expected as a result of this event. ***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***